Manufacturer narrative:
Device evaluation; one device was returned for evaluation. The device was visually inspected and a hole was found in the sterile barrier. A breach test was performed and a breach was confirmed in the packaging. The complaint is confirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. A scar has been issued to the packaging vendor.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been competed.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.